Event description:
Alarms sounded from the pump and blood was noted in the iab. The iab was removed and a second was inserted without any problems. There was no patient injury or complications resulting from the event. It was reported that the patient went on to expire. On 5/1/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: none from the event - reported 12/24/96. Patient's current status: expired - rpt'd 12/24/96.